Event description:
Per the clinic, the patient experienced wound healing issue at the implant site (date not reported). Subsequently, the patient underwent wound revision surgery on (B)(6) 2024.

Manufacturer narrative:
This report is submitted on april 03, 2024.